Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, ett adapter popping out of the tube while patient is connected to the ventilator. Patient had successful spontaneous breathing trial the next day so the patient was extubated. Extubation was failed and was reintubated.